Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 93 mg/dl back to back with a result of 405 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that about 40 minutes prior to obtaining the results, the customer took 4 units of humalog and had breakfast. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.